Event description:
Pt was admitted with term pregnancy in active labor. Hydrotherapy in the aqua-eez deluxe hydrotherapy pool was used to ease labor. At delivery pt was found to have a shoulder dystocia and needed to be removed from the pool. The pool would not drain and delivery was delayed. The baby had metabolic acidosis and seizures as well as low apgars. Problem; aqua-eez birthing tub didn't drain. Cause: the rubber gasket for the filter assembly was displaced. Without this gasket in place the lid for the filter assembly won't seal and no suction is created causing the tub not to drain. Also one of the screw assemblies that holds the filter lid in place was stripped. This was caused by over tightening trying to create a seal without the gasket in place. Fix; the maintenance dept replaced the screw and glued the gasket in place. Result: the aqua-eez tub is operational and safe to use.